Manufacturer narrative:
It was reported that 3 shutdowns occurred during a seeg surgery, two communication errors occurred during contactless registration, another communication error was detected in guidance. According to technical investigation, the three issues were due to an over force detected by the controller. As there was no collision of pinched cable then, they were probably provoked by an excessive force applied on the robot arm or on the tool. No more evidences are provided to determine with certainty the root cause for these issues.

Event description:
It was reported that during a seeg performed by dr. (B)(6), 3 shutdowns occurred, 2 during registration and 1 while driving to a trajectory. The field service engineer was not present at these cases, but asked the rosa driver if there were any collisions or pinched cables, and he responded no.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that during a seeg performed by dr. (B)(6) on (B)(6) 2019, 3 shutdowns occurred, 2 during registration and 1 while driving to a trajectory. The field service engineer was not present at these cases, but asked the rosa driver if there were any collisions or pinched cables, and he responded no.